Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button and touchscreen issues were verified, but the low bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the wake button was intermittently not working. Customer pressed the wake button multiple times, and the wake button performed as intended, but was still difficult to press. Additionally, it was reported that the pump touch screen was unresponsive. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus and a manual injection was delivered to address elevated bg. Furthermore, it was reported that the customer experienced a low bg level ranging from 30 to 39 mg/dl which resulted in a loss of consciousness. Cause was not known. The customer was treated by paramedics who administered intravenous fluids of glucose to address bg. The customer continued to use the pump for insulin therapy.